Event description:
It was reported that the atrial lead exhibited elevated pacing threshold. Lead dislodgement was suspected. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.